Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During shift check, the user facility biomed stated that the autopulse platform (B)(4) does not power up at all with fully charge battery. There were no lights, display was blank, no beeps, or audio can be heard. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) not powering on was confirmed during functional test. The investigation findings revealed that the root cause of the reported issue was due to a defective processor board. Unrelated to the reported complaint, a cracked front cover was observed during visual inspection. The damaged front cover may have likely attributed to user mishandling. The front cover was replaced. Also, the white belt clip retention disc does not always engage and the lifeband clip can be easily removed or fall out. These faults may have likely attributed to wear and tear. Finally, after removing both front and bottom covers, fluid ingress corroded/damaged blue case (top cover) metal coating. The top blue cover was replaced to remedy this issue. Archive data review could not be performed because the ap platform could not be powered on. Initial functional test could not be performed because the ap platform could not be powered on. Thus, confirming the reported complaint. The processor board was replaced to remedy the power issue. The customer's autopulse li-ion battery associated with this complaint was not returned for investigation. The ap platform was re-tested and passed all functional tests. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
This report is a correction, the customer service repair was not performed due to pending quote repair approval. A supplemental report will be submitted if and when additional information is received.